Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was no irrigation from the system during a cataract with intraocular lens implant . The procedure was completed without patient harm.

Manufacturer narrative:
The vision system operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The company service representative examined the system and confirmed the problem reported. The active irrigation assembly was nonconforming and was replaced. The system was then tested and met all product specifications. The system was manufactured on march 11, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming active irrigation assembly. The manufacturer internal reference number is: (B)(4).